Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some clips fell out when the device was fired once outside the patient to check its function. No clips were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.